Event description:
On (B)(6) 2011, company rep reported that pt experienced hypoglycemia and went to the emergency room on (B)(6) 2011. Follow up was completed with pt. Pt reported she has had the flu for 1.5 weeks, and her blood glucose has been "all over the place" because she has not been able to keep food or medicine down. Pt went to the hospital at 10:45 am on (B)(6) 2011 due to fluctuations in blood glucose and the flu. Her blood glucose was 90 mg/dl approx 10 minutes after she arrived. Pt placed infusion device in the stop mode and received an IV of fluid for dehydration. Her blood glucose "dropped" 2 hours after she arrived, and she was given a "shot of sugar in IV" to increase her blood glucose. Pt continued to receive fluids and was then discharged from the emergency room. Pt remained on the infusion device at the time of the report, and her blood glucose had returned to normal range of 70-150 mg/dl. Add'l follow-up was completed with mother on (B)(6) 2011. Mother reported pt was back at the emergency room. She still has the flu and her blood glucose has remained in the 50 mg/dl range. Pt turned off the infusion device on (B)(6) 2011 due to hypoglycemia and was unable to eat without vomiting. Blood glucose was 58 mg/dl at 10:00 pm on (B)(6) 2011, and mother transported her to the emergency room. Mother was not able to provide add'l info. No product was requested for eval.

Manufacturer narrative:
No product will be returned for eval.